Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from USA stating that the fl400 functionality on an arveo did not work during surgery. There was no patient injury.

Manufacturer narrative:
This is a final report. The fl400 functionality could not be activated during a surgical procedure. When the surgeon attempted to activate the fl400 functionality, the fl400 filter wheel rotated to the fl400 blue filter, but then immediately disengaged and switched back to regular white light mode. The actual device involved was not returned for testing despite requests by manufacturer. To help identify possible causes of the reported problem, an investigation of a representative sample was performed. The reported failure mode could not be reproduced. Because the affected device has not been returned, an investigation cannot be conducted and therefore no results will be obtained. The actual cause cannot be identified. The reported failure mode has been added to the complaint database to enable monitoring to identify undesirable trends and potentially define appropriate countermeasures. Based on review of the complaint statistic, it can be concluded that the reported issue is an isolated, random event with no indication of design or manufacturing issues and no evidence of an adverse trend. We have received information that the repair was performed by a third party and that the device has been performing to specification ever since.